Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not available for evaluation; however, the customer provided a photograph of it for evaluation. An inspection of the photograph identified a brown particle embedded in the plastic of the chamber. This particle was not in the fluid path. The cause of the particulate was determined to be defective raw material from the supplier. The supplier was sent an awareness notification and awareness training was implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a red particle inside of its drip chamber. This was noticed before patient use. There was no patient involvement. No additional information is available.